Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a revision procedure. Prior to the procedure, the right atrial lead was dislodged during an unrelated procedure resulting in variable sensing, capture threshold, and impedance. Upon opening the pocket, the physician suspected there was lead insulation damage. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.